Manufacturer narrative:
Because the sample was not provided by the customer, the reported issue cannot be confirmed. A picture was provided and the kinked stylet was observed; however, the reported issue can not be confirmed by the picture. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The root cause could not be identified. The manufacturing process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that they implanted a pediatric ng feeding tube but it was not possible to remove the stylet after repeated attempts. They removed the entire device (feeding tube and stylet) and the clinical staff reported the tubing was perforated and the twisted stylet damaged the lining. It was discarded. They implanted a second feeding tube from the same lot and the stylet was also difficult to remove but they were able to remove it with damage to the lining. This stylet is still in use.